Event description:
It was reported that the patient was given a PICC catheter on (B)(6) 2023 for chemotherapy, and on the morning of (B)(6) 2024, the PICC catheter was flushed with fluid spillage and was not smooth, complaining of soreness and pain about 5 cm above the puncture, with an nrs score of 2 points. The PICC catheter was removed and the catheter was found to be broken at 19 cm. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.